Manufacturer narrative:
The investigation confirmed that unexpected vitros phyt results were obtained from two different samples collected from the same patient processed on two different vitros 5600 integrated systems. The investigation was unable to determine a definitive assignable cause, however; as the event was isolated to samples collected from the same patient, a sample related issue associated with the affected patient cannot be ruled out as a potential contributing factor. There was no indication the vitros phyt slide lot or the vitros 5600 integrated systems malfunctioned. A definitive root cause for the event could not be determined.

Event description:
The customer observed unexpected vitros phenytoin (phyt) results predicted from two different samples collected from the same patient processed on two different vitros 5600 integrated systems. Sample 1: 12.49, 12.84, 12.40, 13.62, 9.08 and 4.82 ug/ml vs. 25.0 ug/ml. Sample 2: 18.06 and 17.57 ug/ml. Vs. 25.0 ug/ml. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. None of the unexpected vitros phyt results for either sample were reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).